Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not always rewind properly on the first attempt as well as buttons were hard to press at times to get desired as well as outcome batteries lasting a week. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.